Event description:
Info received indicates the brake is not holding well.

Manufacturer narrative:
The tech found the brake assembly and steer caster was worn. He rebuilt the brake assembly and replaced the steer caster to repair the bed.